Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed a high current drain condition. Further testing revealed the high current drain condition was the result of current leakage in the battery filter capacitors.